Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this patient presented for additional follow-up and high out of range rv shock impedance measurements were observed once more. There were no instances of inadequate therapy or asystole reported. The patient was hospitalized and a revision procedure performed at which time it was found that helix was not correctly affixed to the patient's tissue with the physician noting human error. Following fixation of the lead, the shock impedance was measured to at 52 ohms with all other measurements within normal limits. No additional adverse patient effects were reported. This system remains in service.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements observed at follow-up. The high shock impedances were noted to go back several months prior to follow-up but were at a constant level and in range at the time of interrogation. Boston scientific technical services (ts) suggested possible causes of the issue and steps to further evaluate the patient's system. Commanded shocks were performed and returned normal shock impedance measurements. The physician plans to further monitor the patient with increased follow-up. No additional adverse patient effects were reported. This system remains in service.